Event description:
Reportedly, a patient included in calliope study reported alert about low rv impedance (<300 ohm) via home monitoring. A warning message was triggered on (B)(6) 2026. The patient came to hospital on (B)(6) 2026 and all tests were good. Ventricular polarity was switched to unipolar. No further action is planned.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and released in compliance with applicable standards. Review of patient files dated (B)(6) 2026, showed a progressive increase in right ventricular (rv) threshold from approximately 0.5 v in mid-(B)(6) 2025 to around 1.5 v. The threshold remained within acceptable limits in early (B)(6) 2026 at approximately 1.5 v. Rv impedance showed a slow decrease, from about 500 ohms in (B)(6) 2025 to less than 300 ohms in (B)(6) 2026. On (B)(6) 2026, the ventricular pacing configuration was reprogrammed to unipolar mode, which resolved the issue. Following reprogramming, the impedance value was measured above 300 ohms. Based on these observations, together with the abnormal impedance values recorded in bipolar mode, a progressive lead integrity issue may be suspected, potentially involving the outer insulation. Close monitoring of the ventricular lead performance is recommended to assess for any evolution or impact on sensing and pacing performance. The final decision is solely left to the physician¿s discretion and should be based on a thorough risk-benefit assessment, considering lead extraction or capping and leaving it in situ. This case is recorded for trending purposes.